Event description:
Non-functioning ams 800 gu sphincter explanted. Dates of use: (B)(6)-2012 - (B)(6) 2015; (B)(6) 2012 - (B)(6) 2015. Diagnosis or reason for use: urinary incontinence ; urinary incontinence.